Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed, totally occluded, de novo lesion in the proximal left anterior descending (lad) coronary artery. The patient presented with acute myocardial injury with st elevation on anterior wall of left ventricle. Recanalization with a coronary guide wire was performed, after which the 2.5x20 mm trek rx was advanced through the occlusion and positioned in the lesion. The device was pressurized; however, the balloon did not inflate and contrast was observed flowing from the shaft into the vessel. Ventricular fibrillation and heart-lung arrest occurred. Resuscitation was performed by defibrillation and intubation. There was a clinically significant delay in the procedure and medication was given to the patient due to the issue with the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of ventricular fibrillation, as listed in the trek rx global instructions for use (IFU), is a known patient effect that may be associated with the use of a balloon dilatation catheter in native coronary arteries. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.